Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had 8120 pca did not recognize 60 cc syringe and confirmed it was not the data set issue, because used the same pc unit program with another pca module without a problem. There was no patient involvement.